Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2018. The patient reported that sunday and monday her voids were too many to track, she felt burning, pain and there was blood in her urine. She also mentioned that she felt that something came loose because she could not feel the stimulation anymore and she increased the stimulation and still was unable to feel anything. The patient was advised to contact her clinician¿s office and she had already and was waiting for a return call. No further complications were reported.